Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, a hair was observed outside the fluid path, near the plunger. A device history review was performed for the reported lot 2008337, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. A project has been initiated to reduce foreign matter within our product. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe non sterile 50ml ll had foreign matter. The following information was provided by the initial reporter: we report the presence of a foreign body, which appears to be an eyelash or a hair, in a syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll had foreign matter. The following information was provided by the initial reporter: we report the presence of a foreign body, which appears to be an eyelash or a hair, in a syringe.